Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall shortly after implant. The patient reported to the hospital after experiencing dyspnea and nausea. Loss of capture, low pacing impedances, and low sensing amplitude was noted, a CT scan was performed, and the perforation as well as a pericardial effusion was noted. The pericardial effusion required draining. Several days later, a new rv lead was successfully placed. No additional adverse patient effects were reported.